Event description:
It was reported that after successful coronary stent deployment, the shaft of the catheter broke inside the guide catheter during removal. No pt injuries or complications were reported.